Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed.  This is for a report of a use error - reuse of single-use product during fill four where the home patient switched bags while connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the call disconnected the heater bag and connected a new bag. The event occurred during fill four on the home choice (hc). The caller would contact their peritoneal dialysis registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.